Event description:
Over the past year, there have been problems coregistering with x-ray once; unable to use diagnostic tool to better place stent. Manufacturer was contacted. Software of diagnostic tool was updated resolving problem for now. Manufacturer response for x-ray, (brand not provided) (per site reporter). Manufacturer was contacted. Software of diagnostic tool was updated resolving problem for now.